Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a dex procedure, the surgeon used ar-8936bc-cp, and one of the 3.0 anchors came completely out of the brocaded hole and all the repair was lost. A different device was used as the surgeon had to switch to another technique to complete the case. Additional information provide 12/9/2020: the surgeon had to revert to an open procedure in order to complete the case.